Manufacturer narrative:
(B)(4). The lot number of the fourth humidification chamber was provided to fisher & paykel healthcare. The lot numbers of the other three (3) chambers are not available as the products were discarded by the hospital. The lot number of the fourth humidification chamber is 090131. This product was manufactured on 01/31/2009. The complaint mr290hfv humidification chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that four (4) mr290hfv high frequency vented humidification chamber cracked near the connection point between the dome and the base. It was reported that the hospital noticed the cracks after they found water "spraying from the crack" in the chambers. The hospital disposed off the first three (3) chambers as they believed the cracks were due to physical damage from hitting the chambers on the patient's bedside railing. The fourth chamber is being returned to fisher & paykel healthcare for investigation. No patient consequence was reported.